Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -7.0/4.5/089 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os). Excessive vault were observed. Lens remains implnated. Additional information has been requested but none has been forthcoming.